Manufacturer narrative:
Patient information requested none available at time of report. Field service engineer (fse) was dispatched to the customer site to evaluate the actual device. After testing, it was confirmed that the noise was not caused by the mms. There was no technical issue with the philips device. The problem was that the ECG waveform was displayed, however, there was interference on the ECG signal/waveform which could not be resolved. As per the field service engineer, the source for the interference could not be determined. As the customer stated that there are some places in the hospital with more interference than in other places, the source for the interference is likely environmental. According to the fse, the identified interferences were likely caused by environmental factors in the hospital. The customer was informed via customer letter appropriately. The product remains at the customer site. No malfunction of the device occurred. The noise/interference was likely caused by environmental factors. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that ECG cable was plugged in to the mms while the mx40 telemetry was paired to the monitor. During transport to the radiology department, the patient became unwell and this was not registered on the ccu department's central station. The ECG cable in the monitor detected a noise signal and therefore the telemetry signal was not displayed according to the customer. There was medical intervention provided (patient had to be resuscitated) and was taken to the ICU.